Event description:
Pt was a hard stick with a blood disorder and fragile. Pt was being transported to another hospital. During transport, the tubing was pulled and separated from the securement platform on the butterfly end of the catheter. It pulled completely off so pt was bleeding profusely from port next to wing until pressure was applied and catheter was removed.